Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed electrical continuity test. There were no signs of thermal damage observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image shows the instrument tip with no obvious damage and product information. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a cable breakage. The user continued the procedure using a backup instrument with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.